Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual dose injection, however, after speaking with tandem technical support, they resumed pump use.